Event description:
In 2002, the cryopreserved pulmonary valve and conduit was implanted into a patient during a ross procedure. According to the following month's office note, the patient presented with pulmonic stenosis status-post ross procedure. Echocardiography studies performed at the that time reportedly revealed marked dilatation of the right ventricle with evidence of pulmonary hypertension and moderate to severe tricuspid regurgitation with a measured gradient of 81 mmhg. Additionally, there was evidence of pulmonic stenosis with an instantaneous gradient of 61 mmhg. Approx 2 months post-implant, the patient expired. To date, no definitive cause of death could be obtained.